Event description:
Support svc assistant was pushing the pt in a wheelchair with the IV pole. The IV pole tipped and the pump hit the pt on the right occipital area. The pump was placed too high on the pole making it tip heavy.